Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, end-user had a damaged product. End-user does not think that any of the catheter remains in him. Appearance of a crack in the catheter near the bend and a barb like projection making the withdrawal painful. The bleeding has subsided and has a doctor's appointment next month. Advised to seek medical attention immediately if any further issues arise and he has agreed.

Manufacturer narrative:
No products were received for testing. No additional complaints registered regarding this lot no. 4926535. CAPA (B)(4) was initiated on (B)(6) 2016 to follow this issue, so complaint closed now.